Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the subject device tested (B)(6) for (B)(6). The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from all channels of the subject device tested (B)(6) for (B)(6) (total 92 cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie3 using peracetic acid. There was no report of infection associated with this report.